Manufacturer narrative:
The device manufacture date will be provided on the follow up report. Sorin group (B)(4) manufactures the primo2x oxygenator, which is a component of the customer perfusion pack. The 510(k) number of the prim o2x oxygenator is k050047. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group received a report that during a procedure the perfusionist experienced inadequate co2 gas exchange. There was no patient impact. The device was returned to sorin group for evaluation. The investigation is on-going. A follow up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that during the procedure the perfusionist experienced inadequate co2 gas exchange. There was no patient impact.